Event description:
It was reported that pericardial effusion occurred. It was reported via social media that a patient had a watchman closure device implanted. During the procedure the patients heart was perforated resulting in a pericardial effusion. The patients hospital stay was extended 5 days with possible pericardiocentesis treatment needed.

Event description:
It was reported that pericardial effusion occurred. It was reported via social media that a patient had a watchman closure device implanted. During the procedure the patients heart was perforated resulting in a pericardial effusion. The patients hospital stay was extended 5 days with possible pericardiocentesis treatment needed.